Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-may-01 (B)(6), (hcp): information was received from a healthcare provider regarding a patient who was implanted with an imp lantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for call was to get assistance with turning the therapy off. Prior to calling the patient had attempted to connect to the ins but the handset was displaying the no device found message. The patient claimed that they charged the ins last night for the first time in two years. During the call, tss had the patient open the micro patient app, the app connected on the first attempt and displayed a por message (power on reset). The patient bypassed the message and confirmed that therapy was off. The troubleshooting steps that were taken on the call resolved the issue.